Event description:
The patient had an epidural hematoma. The patient experienced extreme pain. A drain was placed. The pain subsided and the hematoma resolved. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.